Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. We are currently endeavouring to obtain more information from the customer with regard to the complaint device. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is (B)(4). The complaint rt102 breathing circuit has not been returned to fisher & paykel healthcare for investigation. Our analysis is accordingly based on the description of events and our knowledge of the product. Without a complaint device we are unable to determine what caused the problem observed by the customer. Before leaving production, all breathing circuits are tested for electrical resistance, leakage and connectivity. Those that fail are rejected.

Event description:
A hospital in (B)(6) reported via our distributor that an rt102 adult inspiratory heated breathing circuit did not heat up. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported via our distributor that an rt102 adult inspiratory heated breathing circuit did not heat up. This was found prior to patient use.